Event description:
I recently installed the latest version of the dexcom g7 app on my apple watch. The arrow used to be white but in the most recent version it's black and nearly impossible to see. The illegibility of this arrow is a defect in the most recent software version. Insert date: (B)(6) 2025.